Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had a blank screen display. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen returned momentarily and faded back out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates; the insulin pump functioned properly. No blank display or display anomaly noted during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all the operating current test were normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.